Event description:
It was reported that the surgeon was unable to get the 2.4mm volt locking screws to lock into the plate distally (head of plate). The plate that was used was a volt distal radius two-column 7 hole head 3 hole shaft. The screw would continue to spin. Multiple attempts were made including finishing by hand, using hand only and inserting with correct tla. All methods resulted in same issue. The surgeon used a 1.8 drill bit with the locking side of guide. We ensured the locking guide was properly seated in the hole.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.